Event description:
Medical staff using contact medical devices such as blood pressure cuffs between persons and nor sterilize nor sanitize between pts. The squeezing of skin can compress pores and excrete skin excretions and passed on to next pt or more. I suddenly developed acute contacts dermatitis at age (B)(6). Treating with anti-inflammatory meds. This was an acute onset and no treatment is working. Some medical staff made aware. Only one cardiologist known has realized risk and carries wipes and cleans stethoscope and bp cuffs after using. Repeated outbreaks. FDA safety report ID# (B)(4).